Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was at a bar the night prior where they had a seizure and fell. Impedance measurements were taken and at contact 4 were found to be 3111ohms. At 3.0v it was reported that one combination of contacts showed elevated impedance, but was not causing therapy problems. The patient is going to get a CT scan and an eeg. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
.

Event description:
Additional information was received indicating that the cause of high impedance is still undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reiterated that the patient still had high impedances on one contact, which was not used in programming. No further complications are anticipated.

Manufacturer narrative:
Patient weight updated by patient. If information is provided in the future, a supplemental report will be issued.